Manufacturer narrative:
The complainant was unable to provide the suspect device lot number; therefore, the lot expiration and device manufacture dates are unknown at this time. (B)(4). The complainant indicated that the device was disposed and will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
Note: this report pertains to one of the two devices used during the same procedure. Refer to manufacturer report # 3005099803-2019-04166 for the associated device information. It was reported to boston scientific corporation on (B)(6) 2019 that a hydra jagwire was used to guide implantation of a wallflex biliary rx fully covered rmv stent to treat a malignant stricture in the distal bile duct during an endoscopic retrograde cholangiopancreatography with stent placement procedure performed on (B)(6) 2019. Reportedly, the patient's anatomy was moderately tortuous and was not dilated prior to stent placement. The patient's tissue was friable and the patient was diagnosed with stage 4 pancreatic cancer. According to the complainant, after the stent was deployed, free air in the abdominal cavity was noted under radiology. It was reported that the proximal bile duct was perforated; however, it could not be determined if it was the wallflex biliary stent (the subject of MFR. Report # 3005099803-2019-04166) or the hydra jagwire (the subject of this report) that caused the perforation. Reportedly, no treatment was given to address the perforation and the stent remained implanted. On (B)(6) 2019, the patient passed away. The cause of patient's death was unavailable. However it was reported that the physician felt the perforation contributed to the patient's death.